Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Additional information that was received and the following fields were updated since the initial manufacturer device report number 1220648-2025-25363 was submitted. A.1, a.2, a.3, a.4 and a.5. B.7. D.1 brand name. D.4 d.6a and d.6b. E.1 initial reporter name and address. H.4 device manufacture date b.2 revised selection as the previously selection was incorrect on the initial manufacturer device report number 1220648-2024-12650. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-12650 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 codes 4641 and 4607 were reported incorrectly on the initial manufacturer device report number 1220648-2024-12650 and a new code was added.

Manufacturer narrative:
Patient- and device-specific information, initial reporter and implant/explant dates are unavailable at the time of this medical device report writing and have been reflected as "unknown" or field left blank accordingly. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received from the protect IV study regarding an unknown age patient that had low filling pressures at the beginning of the impella implant procedure. The pressure was noted to be worse after the procedure and the following day. There was no major bleeding; however, there was a small drop in hemoglobin. The hypertension was felt to be caused by a mix of hypovolemia and myocardial thinning. The outcome of the event is reflected as ongoing.